Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anesthesia on (B)(6) 2017 to perform skin revision surgery during an abutment removal. The implanted device remains.